Manufacturer narrative:
B3-date of event is estimated.

Event description:
It was reported that the patient's pns scs system was not providing effective therapy and as such surgical intervention took place on (B)(6) 2024, where the entire system was explanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.